Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door was failed and required maintenance. Customer tried to reboot and recover, unplug and plugged the power cable, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.